Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that, after more than 48 hours of pod wear on the abdomen, her blood glucose levels dropped rapidly from approximately 180-190 to 41 mg/dl within approximately 15 minutes, and she collapsed at her place of work. The patient required assistance from her daughter, who gave her chocolate milk. The patient manually paused insulin delivery afterward. No further medical assistance was reported.